Event description:
Stopped functioning after implantation (B)(4) additional information could you please let us know what the surgeon did as a result. Surgeon replaced the valve with a new one on the table. Was the device removed and replaced. The defected device was removed and replaced with a new one. We also would like to understand if the patient was closed and re-opened or if this event occurred during an intra-operative procedure meaning the patient was never closed with no delay greater than 30 minutes. The valve was replaced with a new device one the table at the same time. (B)(4) our sales representative has confirmed that there was no delay greater than 30 minutes. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.